Event description:
It was reported that the patient experienced neurological dysfunction and stroke due to subarachnoid hemorrhage on 27feb2020. Symptoms included headache and vomiting. The stroke was diagnosed based on computed tomography. Treatment included drug therapy with cacentra and blood transfusion with fresh frozen plasma. The patient's anticoagulants at the time of the event were warfarin and aspirin.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.